Event description:
The customer reported that the device ready for use indicator (rfu) repeatedly displayed red x and chirped. Running the user initiated operational check temporarily cleared the red x which later returned while the device was turned off.

Manufacturer narrative:
(B)(4). The customer reported that the device ready for use indicator (rfu) repeatedly displayed red x and chirped. Running the user initiated operational check temporarily cleared the red x which later returned while the device was turned off. The philips customer repair center (crc) added that the device error log contained entries of hw critical power pca pads pandora 5v failed (B)(4) autotest rfu process (error 92). This is indicative of a critical pads ECG autotest (self test) failure. There was no pt involvement. The crc evaluated the device. The device as found/rec'd passed all performance assurance testing. The crc tested the device for 3 days and could not recreate the recurring, returning rfu red x. The device as found/rec'd passed all performance assurance testing. Upon examination of the device error (dump) log the crc found multiple entries of hw critical power pca pads pandora 5v failed autotest rfu process (error 92). These entries were tim stamped and matched the time frame of the customers stated problem. Philips could not recreate the stated problem, and therefore could not confirm a transition from failing to not failing based on a repair action. Philips replaced the processor pca, power pca and upgraded the device software from f.02.00 to resolve the stated problem. The device passed all performance assurance tests and was returned to the customer.